Event description:
It was reported that patient was dissatisfied with their inflatable penile prosthesis. The patient experienced pain when pumping. The device was functional. The system was replaced with a 20cmx14mm spectra penile prosthesis. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.